Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No battery power loss noted. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received damage to the pump and replace battery now alarm, low battery alarm and power loss alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot. Customer states the damage to the pump was not caused by a vehicular accident. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does not show signs of physical damage. Troubleshoot was performed for replace battery now alarm. Customer stated that he did not get a low battery alert prior to the replace battery now alarm. Customer states the battery cap loose, cracked or damaged. The customer was advised that the pump will be replaced the insulin pump was returned for analysis.